Manufacturer narrative:
The device in question passed the fse's inspection. The device in question was returned to philips where it was scrapped. The customer was provided a replacement device.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. It was unknown by the reporter if the device was in use on a patient at the time of event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. It was unknown by the reporter if the device was in use on a patient at the time of event.